Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. We do have similar model ec38-i10l-us available in the united states with a 510k number k131855. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the united states stating that "that there was no video error message image" involving pentax video colonoscope model ec34-i10l, serial number (B)(4). The customer reported no video error message, scope not connected. The issue was observed in the operating room prior to use. The customer requested an RMA to return the device for evaluation. No death or serious injury were reported. The loaner endoscope was received by pentax medical for evaluation on 13-sep-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and is pending inspection evaluation as of 28-sep-2021. Model ec34-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 24-sep-2021, a device history record (DHR) review for model ec34-i10l, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 26-nov-2014 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 26-nov-2014. This event meets the requirement for FDA reportability.

Manufacturer narrative:
Evaluation summary: the probable cause was that the processor was not recognizing the scope and the pcb failed due to water ingress etc. Correction information: g4: premarket identification PMA/510(k). G6: follow up #1. H2: type of follow up. H3: device evaluated. H6: coding changed based on the investigation result.